Event description:
The customer reported to olympus, the bronchovideoscope had an e315 error code (non-compatible endoscope), couldn't connect to the scope. It was unknown when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of e315 error code was not confirmed but occurrence was likely as a sporadic failure. The device evaluation found the following non-reportable findings: water tightness was lost due to pinhole on bending section cover, fluid invasion from body control unit, fluid invasion from the suction connector, and there were slight dents on the insertion tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Correction to g2 to align with e2/e3 of the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely while the user was handling the subject device, the bending section cover leaked, leading to fluid invasion on the device. The fluid invasion caused abnormality of electronic components; as a result, the suggested event temporarily occurred. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use. Precautions: caution. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning. Follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 "inspection of the endoscopic system" inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 "troubleshooting". If any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity.¿. Olympus will continue to monitor field performance for this device.